Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant precision results using the inratio meter. Pt is a new user that was trained by a nurse on (B)(6) 2011. Doctor held coumadin dose on (B)(6) 2011 and (B)(6) 2011. Pt self tester reports having some trouble getting a good sample.